Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to recreate issue with test instruments and universal surgical manipulator (usm4) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the usm.

Event description:
It was reported that during da vinci-assisted umbilical hernia ipom surgical procedure, the customer contacted intuitive technical support engineer (tse) to report an error on universal surgical manipulator (usm4). There was messaging to reseat the sterile drape. Tse viewed system logs but could not find any associated errors. Tse walked customer through a hard reset of the system. However, usm4 was still blinking yellow when the system booted up. There was no messaging in regard to usm4 on the touchscreen monitor. Tse had customer press the instrument and port clutch buttons, as well as stow the robot, but that did not resolve the issue. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to not accept a sterile adapter when used on an in-house system. The axis controller carriage interface (acci) and presence pins were found to be the issue on the usm. The complaint was confirmed based on failure analysis. The probable root cause is due to an issue with the acci board and presence pins.